Event description:
This is being filed to report the clip stuck on the leaflet resulting in leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 4+. Imaging was noted to be difficult. The clip delivery system (cds) was advanced to the mitral valve. Multiple grasping attempts were made unsuccessfully. The posterior flail kept getting stuck on the grippers and/or shaft of the cds. It was noted the flail worsened therefore the cds was removed. This caused a clinically significant delay in the procedure. A second cds was advanced however grasping was unsuccessful therefore the cds was removed. The procedure was aborted with the mr remaining at 4+. A second procedure was performed on (B)(6) 2022. Imaging was again difficult due to the rotated heart. One clip was implanted however post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to poor imaging. Two additional clips were implanted to stabilize the slda clip, reducing mr to 1-2. It was noted the flail gap was 12mm. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The additional cds device referenced are filed under separate medwatch report number. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was due to imaging quality and the difficulty removing from the anatomy (posterior flail kept getting stuck on the grippers and/or shaft) appears to be related to patient morphology/pathology. The reported unable to grasp the leaflets appears to be due to the flail kept on getting stuck to the gripper and/or shaft. The tissue injury (worsening flail) appears to due to the flail getting stuck on the gripper and/or shaft. Tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported delay to treatment/therapy was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.